Manufacturer narrative:
This report is being filed on an international product list 4j27 that has a similar product distributed in the u.s., (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account stated a patient generated (B)(6) combo results using 2 samples (0.35, 0.32, 0.36, 0.32 s/co). The samples were repeated on another architect analyzer with similar (B)(6) results. The patient tested western blot (B)(6), roche immunoelectrochemical (B)(6). In 2013, the patient was architect hi(B)(6), roche electrochemical reactive, (B)(6). No impact to patient management was reported.

Manufacturer narrative:
One specimen was received for evaluation after completion of the original evaluation. The returned specimen sample ID (B)(6) was tested with retained material of lot number 59157li00 and obtained a (B)(6). Therefore the customer observation was repeated. Western blot testing of the sample gave a (B)(6) specific western blot new lav I test ((B)(6)) and an (B)(6) result on the (B)(6) specific western blot new lav ii (B)(6). The specimen caused (B)(6) results on the p24 antigen test innotest hiv ag mab test. Due to unsufficient sample volume no further testing could be performed. Overall the added results do not change the outcome of the original evaluation of the retained material of the reagent lot. The evaluation has determined that the architect hiv ag/ab combo reagent lot, identified in this complaint is currently meeting its safety, effectiveness, and label claims.

Manufacturer narrative:
The affected customer samples were requested but were not received for evaluation. A retained kit of reagent lot 59157li00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without (B)(6) results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels. The seroconversion panel results were compared to architect (B)(6) test results. The lot detected the same bleeds as (B)(6) for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Customer complaints received to date were reviewed to determine if others have experienced the issue encountered at the customer facility. This review did not identify any problematic complaint activity that would indicate the product is performing contrary to claims. So far this is the only complaint for a sensitivity issue with this lot number. Review of the product labeling concluded that the issue is sufficiently addressed. Based on this evaluation, it is concluded that the architect (B)(6) ag/ab combo reagent, lot number 59157li00 is performing acceptably.